Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the device implanted yesterday (B)(6) 2025 and they were trying to figure out how to use the external devices. Patient said that they didn't get any instructions. They just gave them the equipment, and no training. Patient did not know the model and serial number of the implant they said they were not given a temporary ID. Agent walked the patient through connecting to their settings and the patient was on program 1 at 0.5ma. Patient did not want to make any adjustments. They then said it changed to program 5 all by it's self. Patient then got a message that said therapy has been shut off. Agent explained when you change programs you get that message. Patient changed back to program 1 where they were at before.